Event description:
Healthcare professional (hcp) reports one incident of a patient reaction with the psn 170 dialyzer occurring approximately six months ago. It was reported that this was the patient's first exposure to the psn membrane. At the start of treatment the patient experienced tongue and face swelling. Treatment was stopped and the patient was administered benadryl and solucortef (routes and doses unknown). The patient was transferred to the ER. It was reported that the patient's symptoms had subsided upon arrival at the ER. Hcp noted that the patient experiences similar symptoms when exposed to multiple medications and another manufacturer's dialyzer.